Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up. The patient's implantable cardiac defibrillator (ICD) exhibited inhibition due to oversensing of myopotentials. No interventions or patient consequences reported.